Event description:
A customer observed lower then expected quality control results with vitros tp slides on a vitros 950 analyzer. It was later determined that four patient samples were also affected. Four biased low tp patient results were reported, corrected reports were issued and there was no report of harm to any patient.

Manufacturer narrative:
A customer saw biased low tp results on quality control samples. Upon investigation it was determined that a vitros bun cartridge had been placed into the instruments slide supply and was identified as a tp cartridge. The customer was unable to provide ocd with dataloggers which would have been able to confirm if the product had been loaded into the instrument inappropriately. The customer was not aware of any errors associated with the slide supply bar code reader or load door opened inappropriately. No definitive root cause could be determined but based on information provided during the investigation the likely root cause is operator error while manually loaded a tp cartridge into the vitros 950. Four erroneous patient results were reported and there was no allegation of patient harm. Corrected reports were issued for the four patients.